Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this brady lead was explanted. Patient stated that it was a bad lead. Additional information indicated that the patient's right atrial (ra) lead was dislodged as the helix would not extend or retract appropriately. The physician was elected to use another lead. No additional adverse patient effects were reported.